Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). The patient was enrolled in (B)(6) of 2006. A type I lesion was identified in the right carotid artery. The reference vessel diameter was 5.0mm and the lesion length was 4mm. There was 95% stenosis as measured via (B)(4). The target vessel was moderately tortuous with 1+ calcium present. Ulceration and pseudo aneurysm were present. A filterwire ez was used successfully during the procedure. A carotid wallstent monorail 7.0/30mm was successfully placed at the intended site. Pta was performed with a non-bsc balloon catheter. Atropine 1.0 ui was administered during the procedure. No vasodilator was used. There was successful placement of the stent at the intended site, successful use of the cerebral protection device and the procedure was technically successful. Residual stenosis was 0-29%. Post-procedure the patient was asymptomatic. The carotid stent was patent and there was 0% residual stenosis. There were no complications less than 24 hours after the procedure. The patient had a follow up assessment in (B)(6) of 2006. The carotid stent was patent and there was 0% residual stenosis. The patient was symptomatic with the cranial nerve evaluation abnormal and worse than on the prior visit. The speech and language, mental and intellectual functions, motor system and sensory system were functioning normal and were unchanged from the last assessment. Four days prior to the patient follow up assessment in (B)(6) of 2006, the patient had a cerebral complication of ischaemic retinopathy. No further data was provided.